Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after a vibratory alert. Review of merlin.net transmissions revealed that the right ventricular lead exhibited high pacing impedance, high capture threshold, and noise with noise reversion episodes. It was noted that the lead had fractured. In a procedure on (B)(6) 2020 lead was capped and replaced. The patient was stable.